Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unable to be interrogated during follow up session, as well as no tone was heard when a magnet was placed over the device. Follow up indicated no intervention was completed. The device is still in use. No patient complications have been reported as a result of this event.